Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, ¿a defective device 60ml needle-free syringe snapped apart between the white and green connection portion. It was reported that it occurred during the mixing process and it resulted in a small chemotherapy spill.